Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in april 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: ¿ include additional use errors that may contribute to delamination, and ¿ add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.

Manufacturer narrative:
B5 describe event or problem was updated. Further information was requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be included in the final report.

Event description:
The following was reported to gore on (B)(6) 2025 from the viedoc study database: on (B)(6) 2024, this 75-year-old male patient underwent placement of a gore® acuseal vascular graft in the right upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. One additional procedure was performed during the graft placement: a hero-graft. (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a prosthesis dissection that was related to the registry device. No reintervention or hospitalization was required. The outcome of the adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. On (B)(6) 2025, the following was reported to gore from the viedoc study database: the patient underwent a percutaneous transluminal angioplasty (pta) repeat intervention on (B)(6) 2025, for a thrombosis within the registry device. The patient had a thrombectomy performed. No other information is provided. On (B)(6) 2025, it was reported the patient had a device deficiency. The affected device was the gore® acuseal vascular graft, [ech060040/ (B)(6)]. The deficiency was described as the ¿removal of the inner layer of silicone prothesis dissection.¿ this is associated with prothesis dissection. Treatment included a gore® viabahn® endoprosthesis stent implantation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6: evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing and heparin coating records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 4/9/2025 from the viedoc study database: on (B)(6) 2024, this 75-year-old male patient underwent placement of a gore® acuseal vascular graft in the right upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. One additional procedure was performed during the graft placement: a hero-graft. On (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a prosthesis dissection that was related to the registry device. No reintervention or hospitalization was required. The outcome of the adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore the root cause of the reported event cannot be established. Correction: a040506 was chosen incorrectly.